Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device issued a "shock advised" prompt for a heart rhythm they believe is non-shockable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: the device was not returned to zoll medical corporation. Instead, the clinical data was provided. Review of the device clinical data confirms the device analyzed the rhythm appropriately and met the requirements of a shock advised determination. The device was used against the indications for use per the operators guide. The instructions printed in the administrator's guide that is provided to users with a device advises not to use the device on a patient who is conscious, or shows signs of circulation and/or a pulse. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe is non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.